Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using retainers the patient reported, "my concern are my gums they are sore and inflamed in the morning and my gums are receding."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.